Event description:
It was reported that the patient developed a hematoma after implant and it remained unchanged after one week of observation. The doctor decided to continue the patient monitoring. Later, due to changes in the patient physical condition, suspected infection, and pleural effusion, it was decided to remove the system. The system was explanted, and the pleural effusion was successfully addressed. The patient will be monitored, and once the patient vital signs stabilize, re-implantation using a transvenous system will be considered. There were no additional adverse patient effects.